Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). The reported device was not returned for investigation. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the product experience report (per). The reported device was located on tooth #4 and was used for 2 days. Pictures or x-ray images were not provided. A device history record review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complainant reported that the patient had an infection. Implant placed post-extraction, two days post surgery patient presented with pain. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. Infection: a summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'. H6: evaluation codes. H10: additional narrative.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided. Additional PMA/510(k) number ¿ k011028 / k013227.

Event description:
It was reported that the patient had an infection. Implant placed post-extraction, two days post surgery patient presented with pain. One week later patient returned to the office and the implant was removed. Pain, inflammation. Two months later a new implant was placed. Patient missing several teeth's.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) the following sections have been updated: a1 patient identifier

Event description:
No further event information is available at the time of this report.